Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The coroner stated the customer was too decomposed to view. The customer had depression and always had lows that they would get juice to treat. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 68 mg/dl before dinner and 220 mg/dl before bed on the last entry in a book. The caller was unsure if the customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis. Frn-unk-rsvr; unomed set.

Event description:
It was reported that customer died in her sleep in the september and it was diabetic related. It was also reported that they received audio safety notification and concerned that the insulin pump was malfunctioned and caused the death of the customer.

Manufacturer narrative:
The information provided in the follow up report submitted on november 19, 2018 was incorrect. It had to be submitted as an additional information report instead of a correction. This report has been corrected to reflect the correct type of report.